Event description:
A customer contacted baxter (B)(4) regarding a high drain alarm that occurred on the homechoice (hc) machine, during patient use, while the patient was connected, in unknown drain. The registered nurse (rn) stated the peritoneal dialysis registered nurse (pd rn) told her to call in and get the machine swapped because the home patient (hp) overfilled on this machine last night. The rn stated she was told the machine had a high drain volume message on the machine and that is all she knows. The technical service representative (tsr) would swap the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the nurse confirmed there was a high drain alarm and does not think there was overfill. The patient drained 2 liters at 1 time did not drain completely in every cycle that they had for the patient, and the nurse does not know reason why. No adverse events. Patient was okay the next day. No problem with catheter. Patient is having a bowel movement every day. The nurse never checked the abdomen of the patient - patient was not complaining of anything. Patient had a new pd catheter and was not getting a full amount of pd solution. The patient overfilled with 1 liter instead of 2 liters therefore patient did not complain. The patient is continuing therapy with dianeal.

Manufacturer narrative:
(B)(4). The reported condition of high drain volume alarm (iipv adult) was confirmed in the event history log and the root cause was determined to be insufficient drain - the tidal ultrafiltration removal was set too low. There were no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. An evaluation of the returned homechoice (hc) was performed, but the reported condition of high drain volume alarm was not duplicated. The device did not meet the baxter specifications upon arrival, thus repair was required. The home choice device was evaluated and all functional tests were performed as per baxter's required procedures. Visual inspection found no physical damage. The power on self test was successfully completed. The unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.